Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the thigh, which is off-label usage of the device, on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced inaccurate cgm values. No specific cgm reading was reported but the day of the event the cgm reading was inaccurate and at some time it was low and at other times it was high. At 09:00am, the patient experienced sweating and vomiting. A fingerstick was taken by the mother and the blood glucose reading was high. The pump seemed to have been inserting insulin, even though the reporter also doubted about this as the cgm readings ¿would have gone up¿ as well. The patient was brought to the hospital by the parent where they arrived around 12:30pm. The patient would have been experiencing diabetic ketoacidosis and was treated with intravenous fluids and insulin injections. The patient was admitted into the ICU and was discharged after 3 days. The day of discharge around 08:30am the blood glucose reading was 200 mg/dl. At the time of the report the patient was stable. Data was evaluated, and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.